Event description:
A dental hygienist from a dental office called and said that they recently used gdpg on a patient. She applied it to 2 quadrants. She did not use a rubber dam, but instead used cotton rolls only. She applied the power gel in a thin layer over one entire quadrant leaving it for 30 to 60 seconds. She rinsed and suctioned with a standard hygiene saliva ejector. She said that the patient was fine when she left the office. She said the patient called back after hours and spoke to an on-call dentist. She told the dentist that her gums and lip tissue had turned black and were painful. She also told him that the tissue was sloughing off. The patient requested a specific class 3 drug for pain. The dentist instead prescribed magic mouth wash. She said that the patient refuses to come in for a tissue evaluation so they have not seen the area involved. She said she spoke to her sales rep and realizes they made a few usage errors. Discussed use of rubber dam. Discussed continuing to contact patient to monitor symptoms. Asked if this had been used on the patient previously. She said it was the first time. Asked about picking up the syringe. She said that they did not want to return it. She said this was an isolated reaction and some user error on their part. She said they have been using the gdpg on patient for a while now and they have had no other problems. She said that they have actually had a lot of success desensitizing patients. Reference MFR report # 9610902-2013-00112.